Manufacturer narrative:
This report is submitted on 8 march 2021.

Manufacturer narrative:
This report is submitted on 18 jan 2021.

Event description:
Per the clinic, the patient received no benefit from the device leading to the decision to explant. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.